Manufacturer narrative:
P-cap locked properly during testing. Pump powered up properly upon battery installation. Unit successfully passed self-test, displacement test. Unit was successfully downloaded to thump. Verified pump error 23 alarms (line number 691 file number 39) in the adapt tool fault main error log. On 10/25/2024 17:38:48.000 alarms were listed in the fault error log for pump error 23. Per software engineer log it was determined that pump error 23 was caused by twi interface on main/motor processor. Isolate to electronic assembly. Unit was cut open for visual inspection of electronic stack and motor assembly. No moisture damage found to the pcb1 board and pcb2 board or motor assembly during visual inspection. The following were noted during visual inspection: cracked case (battery tube), pillowing keypad overlay. Pump error 23 alarms confirmed in pump download history. Isolate to electronic assembly. Moisture damage found on electronic stack during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23). Troubleshooting was performed the customer reported no adverse event. The event involved product(s) mmt-1884l. The customer reported a blank display. The display returned after being blank for less than 30 seconds. Battery cap contacts were not damaged or corroded. The customer was able to clear the error and complete the rewind process. The pump was recently stored, without a battery for > 8hrs, or an error occurred immediately after the battery change. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884l was requested and the customer response was the device will be returned.